Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event and device return has been requested. No additional information is available at this time. Reason for reoperation: rupture and textured to smooth implant exchange.

Event description:
Healthcare professional reported left side rupture and textured to smooth exchange. Device has been explanted.

Event description:
Healthcare professional reported left side rupture and textured to smooth exchange. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified deformation, crease/folding, white particles on the shell and wear/abrasion. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No rupture was observed. Additional information: